Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined.

Event description:
The customer reported to corporate product surveillance (cps) that the upper y-site of the clearlink continu-flo solution set is loose causing a separation. A different clearlink continu-flo solution set is being connected to the y-site. The separation occurred during patient use with an unknown solution that leaked. There was no patient injury due to the condition. No additional information is available.